Manufacturer narrative:
This report is submitted on 3 february 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site and subsequently was treated with antibiotics (type and date not reported).